Event description:
It was reported on (B)(6) 2025, a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4. While positioning the xtw clip, the lever on the three-way valve was accidentally switched, causing air to enter the device. The air was removed and two clips were successfully implanted, reducing mr to a grade of 1-2. It was noted that both devices had difficulties de-airing. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the available information and returned device analysis, the cause of the reported difficult to flush was unable to be determined. The reported improper or incorrect procedure or method was associated with the lever on the three-way valve accidently being switched. There is no indication of a product quality issue with respect to manufacture, design, or labeling.